Event description:
Eye care provider reported a patient presented in 2007 with right eye aching and red. Exam revealed one cell in the anterior chamber and a small pupil. No other corneal lesions were reported. The patient was treated successfully with cyclogel. The provider felt it may be a tight lens syndrome and is considering a different lens with a flatter base curve. The patient is on a daily wear schedule and using clear care solution. The patient did not return for follow up. This incident is being filed as a serious injury due to the report of a cell in the anterior chamber indicating iritis.